Event description:
Ambulatory surgery pt with scoliosis, admitted for pstr/spinal inst. During procedure the pt suffered a burn under the bovie pad used to ground. The burn is larger than a 50 cent piece and required removal of charred tissue that was approx the size of a dime.